Event description:
It was reported that two implant drivers broke during an apex casei. A large pip post (20mm length) was used, implanted approximately 80% of the way before the drivers broke. The post was left implanted and fixation was created using k-wires.